Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer just received a replacement pump and it has been working fine, but the up button does not work. Customer's blood glucose level was 130 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response on up button due to unlocked lcd keypad connector. The device had scratched reservoir tube window and cracked reservoir tube lip.